Event description:
It was reported that point of care unit (pcu) front cases needed to be replaced due to power switch.

Manufacturer narrative:
The customer¿s report that the point of care unit (pcu) front case needed to be replaced due to power switch was confirmed. External and internal inspection was performed on. During external inspection, the keypad was observed to be in good condition with no issues observed. During internal inspection, the keypad¿s top layers were removed to expose the painted traces. Signs of contamination were observed along the keypad traces associated to the power on button. The received keypad¿s ac indicator light illuminated as expected after plugging in the power cord; however the test fixture also unexpectedly powered on. Further testing of the keypad observed the rest of their keys were able to function as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that point of care unit (pcu) front cases needed to be replaced due to power switch.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that point of care unit (pcu) front cases needed to be replaced.